Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced hyperglycemia and diabetic ketoacidosis. Blood glucose level was unknown. Customer was got off the insulin pump 9 months ago but they wanted to get back on. Customer had skin irritation with the old sensors so had to quit using years ago. The device will not be returned for analysis.